Event description:
It was reported that the pta balloon was slow to deflate in the sfa. The original contrast/saline ratio was 50/50. Extra fluid was applied to dilute the contrast and the balloon successfully deflated. There was no report of pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The sample is not available for return; therefore, the eval of the device could not be performed. The investigation is currently underway.